Event description:
It was reported the patient experienced a shocking/jolting sensation when stimulation was turned off. It was reported the patient ¿used it for a little while but the sensation drove him crazy so he hasn¿t used it for a few years and hasn¿t been charged in a few years.¿ it was reported when the patient was sleeping last night, he felt a shock go up his spine, and he was ¿really shaking and stuff.¿ the patient was reportedly not around any high voltage equipment or sources of electronic medical imaging. It was reported the patient wanted to have the implantable neurostimulator (ins) taken out since ¿he doesn¿t use it and doesn¿t like knowing it¿s in there and not doing anything for him.¿ it was reported the health care provider¿s office had not seen the patient since (B)(6) 2009. No additional information pertaining to above event.

Manufacturer narrative:
Concomitant medical product: product ID: 377875, lot# v010729, implanted: (B)(6) 2007, product type: lead. Product ID: 37752 serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).